Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn1207 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported of leakage from insertion site and when removing the catheter there is a hole in couple of centimeters in from the 0 mark. More information will follow. Additional information (05/29/2019): it was placed (B)(6) 2019 and has been used for chemotherapy (epirubicin, cyclophosphamide) and for bisphosphonate (zometa).

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, complaint and lot history, applicable previous investigation(s), labeling, applicable manufacturing records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak was confirmed and appears to be related to the use of the device. One 4 fr sl powerpicc solo was returned for investigation. Use residue was present throughout the device. The catheter appeared to have been trimmed at the 45 cm depth marker. A paper note was returned with lot: redn1207 written on it. The catheter was flushed with water using a 12 ml syringe and a leak was observed between the 8 and 9 cm depth markers. No fluid was observed to flow out of the distal end. The catheter appeared to be occluded with residual use material. Microscopic observation of the leak location revealed a horizontal split. The split edges were rough and catheter wrinkling was observed near the edges. Additional catheter wrinkling was present near the 10 cm depth marker and was found to preferentially kink. The characteristics of the split are indicative of material fatigue caused by repeated kinking of the catheter. The catheter was cut near the 7 cm depth marker and dimension measurements were taken. The outer diameter and wall thickness were found to be within manufacturing specification. The product IFU cautions, " caution: to minimize the risk of catheter breakage and embolization, the catheter must be secured in place" and "avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen." A lot history review (lhr) of redn1207 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported of leakage from insertion site and when removing the catheter there is a hole in coulpe of centimeters in from the 0 mark. More information will follow.addtional information (05/29/2019): it was placed 15/4-2019 and has been used for chemotherapy (epirubicin, cyklofosfamid) and for bisphosphonate (zomato).